Event description:
A caregiver (cg) contacted (B)(6) requesting assistance to end therapy on the homechoice (hc) machine. The cg stated that during priming the line came out of the top supply bag. The cg stated she was trying to get the hc to stop but she ended up pressing go. The cg stated the hc was in initial drain and she needed to setup with new supplies. The cg confirmed the home patient (hp) was not connected to the hc. The technical service representative (tsr) assisted the cg to setup with new supplies. There was no patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). Sample availability and lot information are unknown at this time. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Product surveillance spoke with the caregiver (cg) who stated therapy resumed by starting with new supplies. No defects were noted at the time and there were no samples or lot number to provide. The hp is resuming therapy on the cycler without further issue. No adverse event was reported as a result of this event. An engineering quality review was completed for this report of a connection issue. The report was not confirmed due to lack of sample. The lot number is unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause was not determined. A labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.